Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Clinical evaluation has been reviewed. No potential contributing factor has been identified. As the root cause and its origin are inconclusive, further investigation or manufacturing actions are not warranted at this time. All phaco emulsification tips (phaco tips) are 100% visually inspected by trained operators using magnification 30 times during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that nearly two years ago and following the transition to balance tips, there was an increase in post-operative corneal oedema and inflammation. The ophthalmic console settings were adjusted with the representative, but the reporter observed variable ineffective performance in irrigation/aspiration mode occasionally with poor aspiration requiring manual aspiration with longer operating time. The reporter observed reduced anterior chamber stability during phacoemulsification mode of surgery compared with units at the other hospitals and observed poor follow ability of nuclear fragments with longer operating time and increased corneal oedema and reduced clarity of vision in the early postoperative period. No additional patient impact information was provided. The current status of the patients were unknown. This report pertains to phaco emulsification tip (phaco tip) involved in reported events. The total number of patients involved were unknown.